Event description:
Allegedly there was a breakage of the ceramic head.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00179, 00180. This event occurred in another country.